Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing computer unable to boot up. Upon troubleshooting, fse identified that the ippc cannot start, and the power supply comes on and then goes down again. To resolve the issue, fse replaced the ippc and returned it to philips for further analysis. The analysis of ippc confirmed that the malfunction was due to failure of main pcba as the unit was non-functional. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image processing computer was unable to boot up, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.